Manufacturer narrative:
(B)(4). Date sent: 9/15/2004. Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during an anterior resection procedure, the surgeon fired the stapler across the bowel. No staple formation occurred. Surgeon stated that the stapler had misfired. There was no reported pt consequence and the procedure was completed by suturing the bowel.